Manufacturer narrative:
Results of vyaire medical's field service evaluation: o2 sensor calibration failed. Replaced o2 sensor and performed operational verification procedure. Avea ventilator meets factory specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable, not ventilating and loss of gas seen issues on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.